Manufacturer narrative:
(B)(4). Examination of the returned device revealed the locking mechanism is missing. The investigation could not identify a root cause for the missing balseal springs without the spring components to examine.

Event description:
It was reported that 3 out of 4 springs on attune spacer block fell off. No surgical delay.